Event description:
It was reported that when the patient was in the hospital and on telemetry, periods of non-capture on the right ventricular lead were noted. The pacing output was programmed below a chronically-elevated threshold and the lead was functioning normally, but was reprogrammed to ensure capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).